Event description:
It was reported that the event occurred with no pt involvement. There was an issue with a scalpel in one of three kits. The md was injured from one of the kits. There was an issue with the scalpel in one of three kits. The md was injured from one of the kits. There was no report of pt death or complications. The outcome was unrelated to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.